Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing were observed via remote monitor. The device triggered the episodes when there was ventricular loss of capture. There were no symptoms reported, nor any other anomalies noted. On (B)(6) 2019, the patient presented to the clinic where programing changes were made. The patient condition is fine. Lead remains implanted.